Event description:
A customer reported an unspecified issue with the adc device which resulted in the customer not being able to apply the sensor. As a result, the customer was unable to monitor glucose with sensor and indicated they required third-party treatment. However, no further information was provided as customer disconnected call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with the adc device which resulted in the customer not being able to apply the sensor. As a result, the customer was unable to monitor glucose with sensor and indicated they required third-party treatment. However, no further information was provided as customer disconnected call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The serial number of the freestyle libre sensor associated with this complaint is unknown. During investigation of the track and trend review related to sensor insertion issues in (B)(6) 2021, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is unknown, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and insertion-6 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.